Manufacturer narrative:
The insulin pump was received with lcd bleeding, unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to loose protruded drive support disk. No a33 alarm noted. However, the insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 225mg/dl. The customer states the pump was squirting out insulin. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.